Event description:
During aortic valve replacement surgery, the surgeon was unable to appropriately seat the valve. After numerous attempts, the valve broke and fell into the chest. It was removed and sent to pathology. Hardware, heart, aortic valve implant, removal: received fresh is a 6.0 x 6.0 x 2.0 cm clear plastic irregular device, a 2.2 x 2.2 x 2.2 cm irregular yellow plastic device with the inscription 21 mm, 3a, and a 2.8 x 2.8 x 0.8 cm black metal annular device with 1 smooth black leaflet, and attached synthetic clot-like material. The additional leaflet is received separate, and 2 pieces 1.0 x 0.7 x 0.1 cm, and 1.1 x 1.1 x 0.1 cm with jagged edges. St. Jude mechanical heart valve sn-[redacted], ref-21agfn-756, exp-08/06/2029.